Event description:
A customer reported that the system shut down on its own between cases. There was no pt involvement.

Manufacturer narrative:
The company representative examined the system and was not able to replicate the reported event. The company representative replaced the power supply and power distribution printed circuit board (pcb) for diagnostic purposes. The company representative then tested the system. The system met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months indicated 1 additional similar report for this system. The root cause cannot be determined conclusively. (B)(4).